Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was ranged from 60 to 350 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.